Manufacturer narrative:
(B)(6). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As reported initially via telephone, the patient complained of irritation in the right eye associated with contact lens wear on (B)(6) 2017, which recurred the next day with the insertion of a new contact lens. The consumer visited an eye care provider (ecp) on (B)(6) 2017 and was prescribed with the following medications: levofloxacin, tobramycin, cefmenoxime hydrochloride, and an unknown oral antibiotic, all with unspecified treatment modalities. No diagnosis was provided and the patient was scheduled to return for a follow-up visit. The patient consulted another ecp on (B)(6) 2017 and was diagnosed with a corneal ulcer. The ecp prescribed levofloxacin with an unknown treatment modality, and the patient was scheduled for a follow-up visit on (B)(6) 2017 or (B)(6) 2017. Further information received stated that the patient followed up with the treating ecp on (B)(6) 2017, who confirmed that the event had resolved. The patient was cleared to resume contact lens wear.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). Contact person has been updated from (B)(6).

Manufacturer narrative:
G.6. Corrected. H.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). Contact person has been updated from (B)(4).